Event description:
It was reported that the patient presented for a device upgrade procedure. Upon review, it was noted that the right ventricle lead exhibited high capture thresholds and low sensing. The right ventricle lead was capped and replaced during the same procedure on (B)(6) 2022. Patient was stable.